Event description:
The customer reported the images are too dark during fluoroscopy.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4)